Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing presyncope presented at the emergency room on (B)(6) 2018. After device interrogation, loss of right ventricular capture was noted so the device was reprogrammed. On (B)(6) 2018, the right ventricular lead was capped and the device was explanted and replaced. The patient was in stable condition post-procedure.